Event description:
Adverse event(s): "chamber collapse" (collapse). Product problem(s): "no device problem reported" (no known device problem). A nurse reported while in phacoemulsification mode, the pt's chamber collapsed. Multiple attempts have been made to retrieve additional info but none has been received to date.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported complaint. The system software was updated. The system was tested and met all production specifications. A questionnaire was sent out and followed up three times; however, there has been no response from the customer regarding the questionnaire. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. Quality assurance will monitor related complaints and will take action for further occurrences as necessary.(B)(4)